Event description:
Following a diagnostic procedure an angio-seal device was placed in a pt's right groin. Approximately four (4) hours following deployment the pt complained of acute pain. An ultrasound was performed which identified a 2cm vessel occlusion in the pt's right common femoral artery. A left femoral arteriogram was performed which showed run-off on the right with recollateralization before the bifurcation and flow below. The pt was taken to surgery where the device suture was followed to the source of the occlusion. There were no operative reports provided to the MFR or further info provided regarding this procedure. As of 09/28/1998 there has been no further report to the MFR of complication or pt sequelae.